Event description:
Adverse event(s): "delay of surgery" (no code available). Product problem(s): "tracker issue" (failure to capture [laser]). A tech reports during a lasik procedure, there was an issue with the eye tracker, which caused a 30 minute delay. The current status of this patient is not known. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).